Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead dislodged and the screw did not deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the helix was found bent in the sleeve head and would not extend at time of analysis. The helix was found bent in the sleeve head and would not extend at time of analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.